Event description:
A vexcel pasv mini port was placed for therapeutic purposes in 2005. Within 24 hours of implantation, the port became clogged and the physician could not draw blood or infuse. The port was replaced.